Manufacturer narrative:
Concomitant medical products: 407645 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock from their implantable cardioverter defibrillator (ICD) due to oversensing noise that was picked up from electromagnetic interference (emi). It was also noted that the emi caused a a lead integrity alert (lia) which appeared to be triggered by high rate non-sustained episodes and sensing integrity counter (sic). Reprogramming occurred and the device remains in use. No further patient complications have been reported as a result of this event.